Event description:
Reportedly, the clips were not fromed properly on the vessel and the doctor noticed leaks at the application site. Doctor used suture to finish the case. Pt status reported as okay. Procedure type: bowel resection.